Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner patient reported that they have fit issues with the aligners. They also reported that they are having 2 fillings done due to chipped tooth. This is for #10 and 15. Patient did not specify on how teeth chipped.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.